Event description:
It was reported that the user was operating the ilet in bg run by manually entering glucose values from a libre 3+ app because the libre 3+ sensor was not connected to the ilet, resulting in a reported blood glucose of 400 mg/dl. The user received coaching to pair the libre 3+ sensor with the ilet and initiate sensor warmup, and the user had taken subcutaneous insulin via pen. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution steps through troubleshooting and education. Investigation included user interview, review of use patterns, and troubleshooting of sensor pairing and app workflow. Investigation of this case revealed user setup and use error related to sensor connectivity and data entry workflow, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user not following device use instructions and training needs.